Event description:
Last year a patient had an anterior cervical c5-6 & c6-7 diskectomy and fusion with an anterior cervical plating post surgery. A few days later, an x-ray showed appropriate screw placement and alignment of the c spine.approximately a month later, the x-ray showed 1.5- 2 mm screw protrusion at level c7.about two months after that, the x-ray showed 5-6 mm protrusion of right sided c7 screw. The other 5 screws were intact and in good position.the patient underwent surgery for removal of plate and screws.

Event description:
The lot numbers were not reported and are unknown at this time. The user facility is holding the products and would not return them for evaluation at this time.